Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a bad air-in line sensor. There were no reported adverse events.

Manufacturer narrative:
Information was received on 6-dec-2019 indicating that there was no patient involved in this event. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that "medium alarm displayed: cannot start pump" was recorded in history. During analysis, the customer's stated problem was verified. Inspected the pump and performed functional test and it failed. Further investigation of the pump determined that a faulty air detector was the root cause of the issue. Service will replace the air detector to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.